Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An assistant director reported that a blue tint with the wrong lens implanted. Patient had a blue tint with the wrong iol implanted. I had a second surgery to correct the 1st mistake the wrong implanted are causing. The blue tint was added after the second surgery. I have or had severe corneal swelling, blurring of vision with piercing pains shooting through at random times and eye become dark red and turned fire. Disable from health issues. Additional information has been requested. There are two medical device reports associated with this event. This is two of two.

Manufacturer narrative:
Additional information provided in d.1., d.2. And d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., h.3., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from the FDA as med watch form and reported that, patient read where can never events could be longer. The patient stated that wrong iol cataract lens implanted in the left eye for 43 days. The patient would like to send some of the last mediate notes. The mediator has reminded that the statue of limitations is the 29th pressure for forty three days- (43 days). She had a foreign object implanted in my left eye and she could not see two feet in distance. Her eye was completely covered in blood. Piercing pain in left eye. Bloodshot eye for over 21/2 months. Blindness and still now blurred vision. She told that her grandkids and others say at times her eye looks like a dead fish. At any time my lt. Eye looks as if someone has given me a black eye. At night it glows. She cannot read without having a bad headache afterwards, only radiating from her left eye. The blurring gets so bad it throws my balance off. Every hour of the day she had piercing pains shooting through the eye. She have developed more of a fear to even try to drive in the daytime, not knowing when her eye may blur and not return. If it's looking like a dead fisheye and a black eye it prevents her from going to family or friends¿ events. It feels as if something leaks out of her eye. The patient thought it was an injection at the surgery site, at times completely blurred vision. Being embarrassed every time a stranger asks patient, what's wrong with her eye or why is one blue and one brown?. It was observed three weeks later, she got the doctor to look closer and doctor removed another stitch, that should have been removed three days after surgery. She had severe scarring and was never told anything from your doctor's, but she had cornea swelling. Another doctor stated severe scarring. The patient stated that would need cornea scarring removed or the cornea transplant.